Event description:
Customer received a blood glucose results of 105mg/dl at 8:45pm and took their normal amount of insulin. Around 1:30am paramedics were called because the customer was in a diabetic coma. Paramedics received a result of 30mg/dl. The customer was given glucose and ate a big cookie and drank some milk. Parmedics tested again and received a result of 70mg/dl, the request was made for the return of the suspect device and replacement product was sent.